Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, customer has been filling their cartridges with insulin insulin pens. Customer continued to use the existing cartridge. There was no adverse impact to customer¿s blood glucose level.